Event description:
On 07/21/2025, the user reported that the device screen would not respond when swiping to unlock. As a result, the user was unable to access device functions, including meal announcements. Blood glucose was not affected.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.